Event description:
In 2004 I got mentor siltex breast implants. My implants have never been comfortable, my breast burn. In 2008 diagnosed with rheumatoid arthritis, fibromyalgia and chronic fatigue syndrome. On (B)(6) 2009 diagnosed with diabetes doctors told me could not be implants. On (B)(6) 2020 diagnosed with hypothyroidism. On (B)(6) 2020 right breast swelling, redness and fever. On (B)(6) 2020 diagnosed with left implant rupture. On (B)(6) 2020 diagnosed with intestinal lung disease and ground glass opacities. Consulted surgeon to have them removed. I think they are making me sick. Surgery to be scheduled asap. FDA safety report ID# (B)(4).